Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, the device insulation of tip part had broken off at the end of the operation. So the procedure ended without opening a new device. The broken part was found on the instrument table. There was no patient injury.